Event description:
The customer reported via call that they had to change the sets multiple times. Customer stated they changed it two times due to insulin flow blocked alarm, two times because they treated high blood glucose but the blood glucose did not come down three times and one time they changed the complete set. Customer's blood glucose level was 588 mg/dl. Customer treated hyperglycemia with insulin shots. Customer stated insulin flow blocked was resolved by complete set change. Customer stated auto mode was active at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.